Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the cardiac intensive care unit due to ventricular tachycardia (vt) despite the provided treatment. A request was made for technical services (ts) to retrieve stored data from this device. Ts found evidence of a gradual rise in shock impedance measurements on this right ventricular (rv) lead from 72 to 90 ohms over the last six months. No additional adverse patient effects were reported. This crt-d remains in service.